Event description:
Patient reports he did have a line issue; his central line came off. Patient went to hospital yesterday night, and they replaced the line. Patient mentioned his medical doctor (md) is aware. No further information was provided. If provided on the form, the product lot number and expiration were systematically retrieved from the dispensing system.